Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No vibration anomaly was noted.

Event description:
The customer stated that the insulin pump stopped responding after it was splashed with water. The customer changed the battery, but the insulin pump froze, then began vibrating continuously. Advised that the insulin pump would be replaced. Nothing further was reported.